Event description:
Pt had spinal surgery in 2005, is doing well and is asymptomatic. Primary care physician reported to orthopedic surgeon that the pt has developed antibodies for hepatitis b and c. The orthopedic surgeon reported this to the tissue bank mgr at the hosp. The tb mgr called isotis orthobiologics requesting serology reports for the connexus products used. Tb mgr informed isotis orthobiologics that the surgeon also used 2 iliac crest wedges donated from a single donor in this surgical procedure. He had also requested the serological reports from the tissue bank that supplied the iliac crest wedges.

Manufacturer narrative:
Serological reports were reviewed for the donor bone used in the isotis product. Report indicates non-reactive for hepatitis b and c. Contacted the tissue bank and verified the report. Obtained the serology report for the donor of the iliac crest wedges, all tests were non-reactive.